Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: the condition of the components gives no indication that the instability was related to anything other than the reported fall. No x-rays or other info was reported to zimmer. Without additional info, the exact cause of this incident (i.e. Related to the reported fall or not) cannot be conclusively determined at this time. Evaluation : review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the pt was revised for instability after a fall.